Event description:
It was reported by the affiliate that when the device was used during a laparoscopic cholecystectomy, the clips did not close correctly. At closing, the clip legs were malformed. Another device was used to complete the case. There was no consequence to the patient.